Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter guidewire lumen was bent upon inflating the balloon. The balloon catheter was replaced. There was no patient involvement.